Event description:
It was reported that the asymptomatic patient presented for a follow up in clinic with a pulse generator that exhibited backup operation. Programming changes were made to restore normal device function. The patient was in stable condition.